Event description:
Additional information received from the manufacturer's representative (rep) reported the last time they saw the consumer on (B)(6) they were able to recharge their device and were receiving effective therapy.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a ¿defective stimulator.¿ the attorney further claimed the patient was told the implantable neurostimulator (ins) had a ¿9-year device life,¿ and further claims the ins ¿failed well before the expiration of nine years.¿ refer to manufacturing report #3004209178-2016-01196.

Manufacturer narrative:
(B)(4). See also mfg. Report no. 3004209178-2016-01196 and 3004209178-2016-01199.

Event description:
A consumer's daughter reported the consumer's implantable neurostimulator (ins) battery had been depleted since (B)(6) 2016. The consumer thought she was charging on (B)(6) 2016, but the ins would not turn on. The caller noted it looked like the ins was charging (B)(6) 2016, but the ins would not turn on. Troubleshooting could not be performed as the daughter was not with the consumer or equipment. Additional information received from the consumer's daughter reported the ins was turning on and appeared to be charging, but when they would check it after charging for a while, it said the ins was still depleted. When the ins was on with a setting at 5.0 v, the consumer did not feel any stimulation. The consumer had met with a health care professional on (B)(6) 2016, who believed the device was malfunctioning, and an appointment had been set for the consumer to meet with a manufacturer representative. It was noted that the three-day trial was amazing for the consumer, but when she got the permanent implant it has been nothing but a pain. Follow-up was being conducted to determine troubleshooting performed, cause, actions/interventions, and resolution of the reported issue. If received, a supplemental report will be submitted. Indication for use included non-malignant pain.

Event description:
Additional information received from a manufacturing representative (rep) reported that the patient came in with a dead battery. They reviewed how to charge. The patient was going to charge for 2 days and follow up with the rep 2 days later on (B)(6) 2016. The patient did not feel well and cancelled her appointment to see the rep. They were going to meet on (B)(6). Further follow-up is being conducted to determine if the recharging difficulty had been resolved, if the patient was able to fully charge, and what actions or interventions will be taken to resolve the issues.

Event description:
Information was received from the hcp reporting that a new manufacturer representative had been requested about the scs not charging back in (B)(6) 2016. The patient had not been seen since (B)(6) 2016. No new information was received.

Event description:
(B)(4): the patient reported, via consent, that, "I was put in for surg. (B)(6) 2015. It has never worked. It won't charge for very long and it is in the wrong place. Should work in my back, never touched my back. It works on my leg above my knee. Sometimes it makes me fall if I put it up too high, for it to work."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting the battery would not charge properly. The patient had to manually, firmly hold the power pack against the battery to get slight charge. There was no stimulation to the patient¿s back. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting difficulties charging the battery. The patient experienced inadequate stimulation. The company representatives were unable to resolve these problems. The doctor determined the unit to be defective. The ins was dormant and remains in the patient¿s body. The patient continues to receive injection therapy for the pain.